Event description:
The customer stated that she went to her health care professional to report that the insulin pump was over delivering. The customer stated that she programs a 1.0 unit bolus, but the insulin pump delivers 2.0 units. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.